Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician performed the transeptal puncture (tsp) using a versacross connect in combination with the trusteer deflectable sheath. Groin access took place successfully and the physician performed the tsp low and posterior per instructions for use (IFU). A few minutes after the tsp, the echocardiologist noticed a small posterior pericardial effusion. The versacross connect, trusteer sheath and wire were in the left atrium (la) at the time. A few manipulations were done trying to push the wire in the laa without success. An aneurysmal septum and tenting of the atrial septum was noted. A few minutes later, it was noted that the pericardial effusion had increased in size. Pericardiocentesis was performed to remove the blood from the pericardial space. The patient remained stable. The physician measured the pe in an echocardiogram to be at 2 cm. Cell saver was used and after approximately 17 minutes the drainage was finished. A total of 160cc was drained from the effusion. The effusion was determined to be under control with no further bleeding. Heparin had not been reversed and the laa closure procedure was successfully completed using the same versacross connect, trusteer sheath and tsp site. The 31mm closure device was successfully implanted with no further patient complications.